Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on an unknown date, the patient's infusion set's tubing detached/broken at the site connector during infusion set insertion preparation and this issue occurred back-to-back with two infusion sets on the same day. Therefore, the patient's blood glucose level was 200 mg/dl for the first event and 112 mg/dl for the second event, respectively. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.